Event description:
In 2004 a clinical incident involving an evac t&a with integrated cable ent wand was reported to arthrocare corp. The reported incident involved a pt who underwent a tonsillectomy two weeks before. Following the procedure, it was discovered the pt sustained a burn (blistering) inside of the pt's mouth. No treatment was administered for the burn. Two weeks later the pt was reported to be doing well.